Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during post therapy. The patient's largest prescribed fill volume (lpfv) was 2300 ml and the drain volume was 3908 ml, which met iipv criteria. No patient injury or medical intervention was reported. During a follow-up with the home patient (hp)'s nurse to notify the iipv found during eval, the nurse stated that the hp received a transplant a few months ago and that his charts were closed out.

Manufacturer narrative:
(B)(4). One of 4 emdrs. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation operational and in good condition. A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event. External & internal visual inspections revealed no problems. The cause for the iipv found in the device logs was determined to be insufficient drain due to use error; the clinician inappropriately set the minimum drain volume percentage setting too low. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. The device was within specification relative to iipv found in the logs. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).